Manufacturer narrative:
(B)(4). No unexpected failed battery test alarms noted during testing. Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Hardware low level failure alarm was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure during self-test. During troubleshooting, the device passed the self-test. The customer also reported a failed battery test alarm. The customer¿s blood glucose during the incident was 162 mg/dl. The device will be returned for analysis.